Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Device code (B)(4) was replaced with (B)(4) due to additional information coming in that clarified that the "impedance issues" were referring to high impedances. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the impedance were greater than 4000 ohms on the majority of combinations. The amps were turned up to 2.0, along with pw to 330, and re-tested, but there was the same result. The device was returned. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v266139, implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead,ubd: (B)(6) 2013, UDI#: (B)(4). Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension, ubd: (B)(4) 2012, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). The rep reported that the patient had a fall that was about 3 months ago. The rep stated that the troubleshooting performed was that impedance testing occurred. The rep reported that there were impedance issues seen on the lead, and that the device was explanted and replaced. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed that there was no significant anomaly found. The ins output was tested at the distal end of the returned extension and good stable output was observed on all electrode pairs. Analysis of the lead (lot number: v266139) revealed that the conductor(s) was/were broken in the body of the lead and that conductor(s) was/were broken at the proximal end of the lead. There were no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was stretched. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. The ins output was tested through the returned extension and lead. No output was observed on all electrode pairs. Analysis of the extension (B)(4) revealed that there were no anomalies were identified. (B)(4). If information is provided in the future, a supplemental report will be issued.